Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 4.0 mmol/l. The customer stated that nothing on her screen and can't use the device anymore. The customer stated she saw cadence on the device .the customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage on the electronic and motor assemblies. The insulin pump has cracked reservoir tube lip and cracked battery tube threads.